Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01083; 509-01-432, s803 - dislocation. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: previous dticket (attached) was found, and the date of surgery has been corrected.

Event description:
Revision surgery - due to dislocation.